Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 4atm. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.